Event description:
A report was received that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent a revision procedure to put the paddle back in place however after the physicians numerous attempts it was not successful. The procedure has been aborted.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.